Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) connector other; the analyst noted that there was intermittency between the connector pin and the cap; full lead returned and analyzed.

Event description:
It was reported that the atrial lead experienced sensing difficulty, oversensing, no capture, and unacceptable thresholds. The atrial lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.